Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that no steps were taken to resolve the burning at the stimulator site and pelvis pain caused by positional movement until the patient went to the clinic and they reprogrammed.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported there was stimulation in an undesired location. The patient had a positional issue. If the patient leaned in a chair against her implantable neurostimulator (ins) or if she leaned forward and her clothes got tight against the ins, it felt like the ins was getting hot from the inside out. The patient noted this did not really feel like heat, but more of a burning in the ins pocket. The adaptive stimulation was uncomfortable as it caused bone and joint pain in the pelvis when lying down that felt like an ache and was noted to be intermittent. The patient wanted the "positional feature" turned off because of the pain when she was lying down and the patient was not getting the help she needed. There were no trauma, falls, recent medical tests, or environmental electromagnetic interference exposures related to the event. The patient checked the ins with the patient programmer (pp) and it showed that stimulation was on and the patient had the ability to change stimulation. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2015 to make adjustments. Additional information received from the consumer reported the patient was not feeling any stimulation on the right side. The patient noted her symptoms had been worsening over the last three weeks prior to this report. There were no fevers, redness, or drainage at the ins site. The patient's relevant medical history included chronic low back pain and spinal pain. If additional information is received, a follow-up report will be sent.

Event description:
It was previously reported "the adaptive stimulation was uncomfortable as it caused bone and joint pain in the pelvis when lying down that felt like an ache and was noted to be intermittent." This information was presented ambiguously. To clarify the statement, the bone and joint paint was intermittent. The adaptive stimulation itself was not intermittent.